Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for high/undefined impedance on the superior vena cava (svc) defibrillation coil. Reprogramming was completed to turn "off" the svc coil. The lead remains in use. No patient complications have been reported as a result of this event.